Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, on the first few firings, the clips were formed properly, but then the clip began to be unformed on the way. Another device was used to complete the case. There were no adverse consequences to the pt.